Event description:
Notification received of a donor reporting to a hospital for itchiness and a rash two days post donation. No other symptoms were reported. Investigation of the event via the attending doctor has determined that the donor was provided an antihistamine and cortisteroid when the donor was seen 2 days post donation. Event was not reported to fenwal. No contact has been able to be made with the donor.

Manufacturer narrative:
Fenwal was unable to determine company that performed the donation with the donor in order to perform an evaluation on the machine or kit involved in the donation. Fenwal also has not been able to determine complete impact to the donor. The symptoms described in the maude report reference typical allergic reactions that can occur during apheresis donations. The user manual for the alyx component collection system advises users that one of the potential reactions to an apheresis collection is "allergic symptoms such as skin redness, itching, and hives." Reference #(B)(4).